Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2010. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient experienced post-operative complications after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's post-operative complications is unknown.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received uf/report (B)(4) with the following event description: the patient underwent a robotic hysterectomy about three years ago. She developed a vaginal leakage and noted to have on an intravenous pyelogram (ivp) and a CT scan, a high-grade obstruction in the distal left ureter. She underwent a cystoscopic evaluation, which was consistent with a low level injury. A nephrostomy tube was placed. She had development of a distal fistula formation between the ureter and the vaginal wall associated with incontinence.